Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the procedure, the iliac was meandering and was pressed too hard resulting in blood vessel damage. Blood products were given as a result. The impella was removed and surgical repair was performed.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. The root cause of the vascular damage was most likely patient condition related.